Manufacturer narrative:
Insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Unit received with cracked case at display window corners.

Event description:
It was reported by the customer that their insulin pump had alarmed button error. Customer stated that the device would alarm when she was trying to bolus and when she tried clearing the alarm, the buttons were unresponsive. Customer stated they did not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 212 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.